Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with pump reset instructions and assisted them in resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue occurs again.